Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opened post deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Although imaging was difficult, the clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment, the clip opened to approximately 30 degrees. A second clip was placed adjacent to the first clip, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.